Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of myocardial infarction and thrombosis/ thrombus are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a stenosed lesion in the left anterior descending (lad) artery. A 3.50x15mm xience skypoint stent was implanted without issue. A few minutes post procedure the patient experienced st-elevation myocardial infarction (stemi). Angiography confirmed thrombosis within the implanted skypoint stent. Balloon angioplasty was performed and medication administered as treatment. No additional information was provided.